Event description:
The doctor was trying to use the device "capio slim" and it was not capturing correctly and the doctor had requested a new capio slim device. It was taken off the field and not used. Someone then had the tech place it in the original box with the product information and attached the details of the procedure and patient information. Ref #: m00683185250, lot #: 27976063.